Event description:
It was reported that a pt felt an electrical shocking sensation after the doctor pressed the foot pedal of an aseptico endo dtc motor. The pt jumped but was not injured.

Manufacturer narrative:
The motor in question may have caused the sensation, or it may have been the result of handpiece vibration, outlet grounding issues, or other factors. Though there was no report of injury, because device evaluation results are not available at this time, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Therefore, this event is reportable per 21 cfr part 803. The device was returned to the physical manufacturer for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.